Event description:
Information received by medtronic indicated that the customer reported pump kept asking to rewind the pump. Customer was reporting an issue during priming process. Troubleshooting was performed and found that the reported issue was not resolved. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and the pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Pump¿s history and trace files downloaded successfully using thus software. Pump passed self test however, constant pump error 38 alarms noted during rewind. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 38 alarms. Pump error 38 confirmed in the pump history/trace files on (B)(6) 2023 at 11:21:22.000, 11:21:30.000, and at 11:35:13.000. ¿pump was cut open to perform visual inspection and found¿corrosion damage¿on the motor home switch and pcba 1 board. The motor was tested outside of the device on the ngp stb3 and received pump error 38 at rewind. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, corroded battery tube, stained keypad overlay, cracked keypad overlay, cracked case near the corner of belt clip rails, broken battery tube threads, and cracked case on the battery tube side. Unable to verify prime/fill anomaly due to constant pump error 38 alarms. Alleged rewind anomaly confirmed during rewind where pump alerted pump error 38 and confirmed in the pump history/trace files due to corroded motor home switch. Moisture exposure confirmed on the pcba 1/motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.